Manufacturer narrative:
The device was evaluated but not yet repaired.

Event description:
The manufacturer received information alleging a ventilator failed to charge its internal battery. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was observed in the ventilator's downloaded error log. The device's internal battery will be replaced to address the issue.